Event description:
Female patient - (B)(6), weight 110lbs, had a lumbar exam on (B)(6) 2015 on a hitachi airis ii MRI system. The exam used the medium flexible body coil and the patient had no complaint during the exam. The patient called the site on (B)(6) 2015 and stated she had a red rash and itching on her back, there is a tattoo at this same location. The tattoo has colored ink and was put on 10 years ago. The site recommended that she see her own doctor. The doctor called it a burn and prescribed a cortisone cream for her. The patient described to the MRI facility that she had welts, blisters, stinging and itching. The blisters and welts have faded but she still has persistent pain at the tattoo site. There was a cushion between the patient and the padded coil. The coil is a receive-only passive device that does not emit radiofrequency (rf) energy. The site reports that the patient had a brain scan at their facility 2 months ago with no issues. Patient was wearing scrubs and pants provided by the facility during the exam.

Manufacturer narrative:
The airis ii is a 0.3 tesla open MRI system. On (B)(6) 2015, hitachi dispatched a field service engineer to investigate the incident. The receive coil was heat tested and the tests were negative. Max temperature reading was 75 degrees f. The coil was checked for performance and found to be within specification. Rf transmitter power output was within the normal range. Clinical applications reviewed the patient images and found no image quality problems or indication of a malfunction. Total scan time was approximately 42 minutes. No sar data is available but the airis ii normally operates at 2.0 w/kg or below. No room temperature information available on the date in question. Site follow up with patient on (B)(6) 2015. Patient reported that itching and rash had spread superior to the original tattoo site. Hitachi has no direct evidence that the airis ii MRI system malfunctioned. We assume there could have been an rf interaction with the patient's tattoo which contributed to the adverse event.